Manufacturer narrative:
Analysis found inside out insulation abrasions at 32.5cm to 33cm from the distal tip, exposing the rv cables. Further analysis on the rv shock coil found inside out insulation abrasions at several locations near the distal tip, exposing the rv and re cables.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Lead was later explanted.

Event description:
One day post-implant, high lead impedances were observed on the rv to svc and svc to can vectors. The physician decided to program the svc coil off.